Event description:
Information received with return of the explanted device notes that the lead dislodged three days post implant. During a reposition attempt, body fluid came out of the pin when the stylet was inserted. The stylet may have perforated the lead at implant. There were no conse- quences to the patient.